Manufacturer narrative:
During inspection and testing, the no image issue when powering on the device was found to be caused by a faulty circuit board. In addition, service found the power switch bracket was cracked. The power cable locks and connector were broken. The rear cover and bezel plate had multiple cracks, and three of the outer screws on the rear cover were missing. The screws on the circuit board and rear cover were rusted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus asset that is used for demonstration purposes. The device was sent to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, service observed no image was displayed when powering on the device. This report is being submitted for the issue found during the evaluation of the device (no image). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.